Event description:
This lead was implanted on (B)(6) 2013 and was removed due to oft testing failed to have reproducible oft and a total of 24 shocks delivered during the procedure with different lead positions and fleeting use of this lead (removed) until physician was satisfied of oft less than 31 j. 29% of total oft shocks were successful first time. The physician was dr (B)(6) australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).